Event description:
Reporter stated that back to back tests performed on rptr's surestep meter were 206 and 147 mg/dl (33% difference). No symptoms were reported. Control solution test result (113) was in range. Lfs representative discovered that the meter is not cleaned according to manufacturer's product recommendations. There was no allegation of harm.